Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 433 mg/dl. Customer had the following symptoms of high blood glucose: vomiting and dizziness. Customer stated that she has a back-up plan. Customer has treated with the pump. Customer ran a manual prime and the insulin did exit the tubing. Customer had low battery, no delivery, and low reservoir alarms in the alarm history. Customer's bolus history was found to be correct. Customer does not have a tubing clamp and will be sent one. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was advised to do a complete set change. Customer called again and stated that she saw air bubbles in the infusion set. Customer primed tubing to remove air bubbles and the pump passed the high pressure test.